Event description:
The pt was undergoing percutaneous angioplasty of severe stenosis of right-posterior cerebral artery. Preoperative diagnosis were (1): marked irregularity and dissection of the right posterior cerebral artery with pseudo-aneurysm formation; and (2) ischemic changes within that artery, caused diminished metal status. The aneurysm was considered inoperative; therefore, emergent angiography, angioplasty, and embolization in the inteventional radiology unit were identified as the most appropriate form of treatment, for which the pt and his family gave informed consent. The various stages of the procedure included diagnostic angiography, infusion of papaverine, multiple angioplasties, intravenous heparin, and tamponading (embolization with fibered microcoils) of the vessel's progressive dissection in order to prevent subarchnoid hemorrhage. During the final portion of the procedure, the mti hyperglide balloon (that had performed well earlier) inflated at the wrong time in the ceberal artery and could not be deflated. Coils had to be placed immediately around the inflated balloon in order to prevent a possibly fatal hemorrhage should the balloon deflate on its own at a leter time. Since the defective (inflated) balloon and catheter could not be removed, the catheter was allowed to remain in the vessel and was cut at its exit point in the groin area. The pt received no immediate injury from the failed device, although the surgery was prolonged. A future risk of emboli or hemorrhage and obstructed blood flow at the balloon site was identified, however.